Event description:
Complainant alleged that while pacing a 60-year-old male patient, the electrode pads were damaged during opening/removal of packaging. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The stat-padz electrodes lot #4425 were returned to zoll medical corporation in opened original packaging. Visual inspection found that the high-voltage wires for both pads were disconnected from the ring and socket connections. Further examination showed the wires had been pulled out from the connection points, and tearing was observed in the surrounding foam. A review of the device history record (DHR) confirmed that final release pull testing was performed on 13 samples (26 wires), and all met the minimum requirement. In addition, all pads undergo continuity testing prior to packaging. Based on these results, the damage would not have been present prior to packaging and is not consistent with normal use. The investigaion concluded the customer report was due to user mishandling. Analysis of reports of this type has not identified an increase in trend.